Event description:
Material#: 309653, batch#: unknown. It was reported by the customer that we are finding some instances where there is a black mark or particle that is not on the outside of the syringe. We are rejecting compounded products as we cannot identify if this represents a contamination of our compounded product. Additional information: . Did the issue happen during patient useno? If yes, was there any injury? If so, please describe and include any medical treatment needed as a result? 2. Any adverse event or serious injury reported to patient or healthcare professionalno? If yes, please provide the details. 3. Can you please provide an exact date of event in format dd-mmm-yyyymay 30, 2024? 4. Can you please provide the lot number associated with reported issue3299570 6. Is this black mark in fluid pathit is either on the fluid path or in the body of the syringe itself? 2 syringes of compounded IV materials were compounded and rejected for a possible particle contaminant. When the technician went to remake the syringes, she discovered this mark before the syringe was put into use.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there is a black mark or particle that is not on the outside of the syringe. To aid in the investigation, one sample with no packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed with 10x magnification. There is a dark colored speck of embedded degraded resin 1" from the bottom of the syringe barrel that is 1/128" in size. The photo provided shows the sample received. Based on the size of the speck, this is considered an acceptable imperfection. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 309653, lot 3299570. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. Material#: 309653, batch#: 3299570. It was reported by the customer that we are finding some instances where there is a black mark or particle that is not on the outside of the syringe. We are rejecting compounded products as we cannot identify if this represents a contamination of our compounded product. Verbatim: rcc received a complaint via email. Can you please tell me how to report a product issue with 50ml syringes? We are finding some instances where there is a black mark or particle that is not on the outside of the syringe. We are rejecting compounded products as we cannot identify if this represents a contamination of our compounded product. Product number - 309653. Comments on 31/05/2024. 1. Did the issue happen during patient useno? If yes, was there any injury? If so, please describe and include any medical treatment needed as a result? 2. Any adverse event or serious injury reported to patient or healthcare professionalno? If yes, please provide the details. 3. Can you please provide an exact date of event in format dd-mmm-yyyy: may 30, 2024? 4. Can you please provide the lot number associated with reported issue: 3299570? 5. Any sample or photo available for investigation see below? If yes, are you able to provide the address of the facility for us to ship the return label? (B)(6). 6. Is this black mark in fluid pathit is either on the fluid path or in the body of the syringe itself? 2 syringes of compounded IV materials were compounded and rejected for a possible particle contaminant. When the technician went to remake the syringes, she discovered this mark before the syringe was put into use.